Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose but not separated from the device case. An x-ray of the device found that all feed-through wires were intact at the entry point. Electrical testing of the device was performed and the device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the header of this pacemaker separated from the device during a procedure to change the patient's device. The physician was unaware of when it occurred. The patient was reported pacemaker dependent but there was no evidence of loss of capture or adverse patient effects. This device is no longer in service.